Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following section was updated: g3. The following was corrected: d2. Product code.

Manufacturer narrative:
(B)(4). D10: unknown - unknown tibia - unknown g2: foreign - event occurred in australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the articular surface wouldn¿t engage and sit flush into tibial base tray. The surgery was completed with another device. There was five minutes delay. Attempts have been made and all available information has been provided.